Event description:
The customer reported that the device would not seal. The surgeon used another device to complete the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The incident sample has been requested, but to date has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.